Event description:
It was reported that the device exhibited a system fault. The event occurred during testing. There was no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) correction: h6: a code a1601 (device alarm system) corrected to a140802 (failure to infuse). H2) device evaluation: d9: date returned to mfg.: 6/18/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after functional testing and event history log (ehl) review, the customer problem was duplicated. The pump was found to not meet specifications, and the cause of the customer reported problem was an intermittent motor. Service history review identified that the device was last serviced april 9, 2020, for an issue related to "syringe port damage." The manufacturer representative replaced the motor, and the pump passed all functional tests and performed as intended after repair.